Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 77-year-old white male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp was placed via the femoral artery and there was an access site ooze. The ooze was seen also to have a drop in hemoglobin. The team infused one unit packed red blood cells. The team made decision to further treat and remove the cp and place an axillary 5.5 pump. The site was also treated by placement of the perclose sutures and femostop.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided.